Event description:
It was reported that prior to the start of a da vinci-assisted pyeloplasty surgical procedure, the customer was having an error 319 at start up. Prior to contacting technical support, customer tried hard power cycling the system with no improvement. Technical support engineer (tse) tried checking error logs but system was not connected to onsite. Tse reviewed the error logs and confirmed that the error was pointing to the endoscope controller (ec). Tse guided customer to check all power cables in the power strip and push them in. Tse guided customer to hard power cycle the system and check all blue fiber cables (bfc) as the patient side cart (psc) did not power on with the rest of the system, but there was no improvement. Tse guided customer to push the power cable in the ec and try a different one, as well as reconnect the orange fiber able in both the ec and the video processor (vp), with no improvement. Customer confirmed that the error was still pointing to the same node and tse explained that the ec would need to be service as it seemed to be dead. Customer explained they would have to cancel the surgery. The procedure was aborted with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The investigation to determine the cause of this reported event is currently in progress.